Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of the 514 mg/dl. Customer does not think it has something to do with the pump. Blood glucose spiked due to the lunch she just ate. The customer treated high blood glucose with the bolus. The device will not be returned for analysis.